Event description:
The pt's flange fixture was reportedly "safely in" in 2007, approx six months after implant surgery. Some few days later, the pt reported that his fixture was "wiggly". At about 26 days post flange fixture, he was seen by his surgeon who reported that the flange fixture and abutment were loose and came out. There was reportedly no infection or inflammation. Further info was requested but not provided. The fixture was returned to the MFR unsterilized. Therefore, it was not analyzed.

Manufacturer narrative:
This is a final report. The type of event is addressed in the device labeling.